Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system did not finish the boot process. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting and stuck at 00:00. Customer tried to reboot the system several times but still the issue persists. Upon troubleshooting, fse found that cmos battery in the flex vision pc was bad. To resolve this issue, fse replaced coms battery. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.